Event description:
The reporter stated, a 12.6mm micl12.6 implantable collamer lens was received with a "ding in it" as reported by the surgeon. The lens was not loaded or used and there was no patient contact. The reporter stated, the lens was received defective.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed an no similar complaint found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.